Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event within associated lots was found. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, glares, and late peripheral asc lens opacity. The lens remains implanted. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - type of investigation: 4110. Claim#: (B)(4) .